Event description:
It was reported to nova biomedical that a consumer received a result of 69 mg/dl on their blood glucose meter. According to the consumer's son, the consumer administered 32 units of insulin based on that result and with a heavy breakfast on board. After eating, the consumer returned to bed. According to his son, several hours later, he tried to wake the consumer up and the son let his dad sleep. Several hours later, he found on the floor unresponsive. The paramedics were called and when they arrived they tested the consumer getting a result of 20 mg/dl on their unk blood glucose meter. The paramedics treated the consumer onsite and then transported him to the hospital. During the call to customer support, it was revealed that the consumer did not performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.